Event description:
The center reported that the pt's overall performance with her cochlear implant has been poor. Programming changes have not resolved the performance issues. The pt is reported to have taken a fall and hit her head. Due to the pt's continued poor performance, the decision to reimplant the ipsilateral ear or implant the contralateral ear is being investigated.